Manufacturer narrative:
(B)(6). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report for the implant of a gortex hernia patch was not provided.] (B)(6) 2000: (B)(6) hospital and rehabilitation center. (B)(6). Operative report. Preoperative diagnosis: recurrent wound infection. Postoperative diagnosis: same. Operation: exploration of wound, debridement of gortex hernia patch, debridement of chronic inflammatory granulation tissue. Complications: none. Procedure: ¿under IV sedation, the periumbilical region was prepped and draped in the usual manner. Two openings in the skin were probed and found to connect down to the base of this wound. The overlying skin was opened and chronic granulation tissue as well as chronic inflammatory tissue which appeared to be infected was identified. It was debrided sharply down to clean tissue. There was noted to be a suture at the base of this which was a tycron stitch that had been used to attach the gortex hernia patch to the fascial edge. This was removed and appeared to be the source of this recurring infection. After debriding the area sharply, it was irrigated copiously with dilute betadine solution and then packed with rolled gauze that had been moistened with dilute betadine solution. A dry dressing was placed. The patient tolerated the procedure well.¿ product identification records for the alleged ¿gortex hernia patch¿ were not provided. (B)(6) 2000: (B)(6) hospital and rehabilitation center. (B)(6). Pathology report. Accession #: (B)(4). Clin. Info/dx: draining abdominal wound. Test: regular. Specimen: debridement tissue and suture abdominal wound. Gross: received is an irregular fragment of resilient indurated gray tan tissue measuring 1.4 x 1 x 0.5 cm. Also received a green suture measuring 1.6 x 0.2 x 0.2 cm. The soft tissue is totally submitted. One block. Diagnosis: tissue from abdominal region: chronic ulcer bed. Suture, gross. (B)(4) 2000: (B)(6) hospital and rehabilitation center. (B)(6). Operative report. Preoperative diagnosis: infected gortex hernia patch. Postoperative diagnosis: same, recurrent complex ventral incisional hernia. Operation: removal of infected gortex hernia patch and repair of complex ventral incisional hernia. Complications: none. Procedure: ¿under general endotracheal anesthesia the abdomen was prepped and draped in the usual manner. An incision was made around the two draining sinuses and the scar was excised. This dissection was carried down to the level of the gortex patch where it was opened and carefully omentum and small bowel was dissected off the underside. When that was completed the patch was removed using the cautery, dissecting it away down to what appeared to be uninvolved fascia which was thinned out. Of note there was a second hernia just inferior to this site and in it the small bowel was contained. This was reduced. This hernia sac was also excised as well. After removing the patch, the defect measured approximately 25 cms in greatest length. The wound was copiously irrigated with bacitracin irrigation solution. Then the repair of the midline fascial defect was accomplished in the following manner. Retention sutures of #2 mersilene were placed and left untied. Then the fascia was reapproximated with interrupted sutures of 0 prolene placed in a smeed-jones fashion. These were tied in succession. The retention sutures were also tied over rubber bolsters. Subcutaneous tissue was copiously irrigated with bacitracin irrigation solution. The skin was loosely reapproximated with widely spaced surgical staples. Dry dressing was placed. The patient tolerated the procedure well and was transported to recovery in stable condition.¿ (B)(6) 2000: (B)(6) hospital and rehabilitation center. (B)(6). Pathology report. Accession #: (B)(4). Clin. Info/dx: infected tissue graft-umbilical. Test: regular. Specimen: old scar & portion of mesh-umbilical. Gortex patch-umbilical. Gross: received is a resilient white ellipse of skin and subcutaneous tissue measuring 7.6 x 1.2 x 1 cm. The skin surface presents a linear scar occupying the entire length. Cross-cut reveals a dense gray white fibrous cut surface. Representative section. One block. Received is an irregular resilient piece of yellow-tan fibromembranous and fatty tissue measuring 12 x 11.5 x 1.5 cm. Centrally located is an irregular opening measuring 7.1 x 3 cm. Embedded within the specimen is an irregular piece of plastic mesh; representative sections. One block. Diagnosis: umbilical region: skin with cicatrix, acute and chronic cellulitis and foreign body giant cell reaction to mesh material. Umbilical region: fibroadipose tissue with fibrosis, chronic cellulitis and foreign body giant cell reaction. (B)(6) 2001: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: same as above. Operation: incision and drainage of abdominal wall abscess. Anesthesia: (B)(6). Drains: none. Complications: none. Procedure: ¿under intravenous sedation the abdominal wall was prepped and draped in the usual manner. The area of induration was noted to be in the right lower quadrant. Here local anesthesia was infiltrated and a 5 cm incision was made and carried down into the subcutaneous tissue. A cavity with purulent material was entered. Cultures were taken and the cavity was evacuated. Loculations were broken up and approximately 250 cc of purulent material was evacuated. The wound was copiously irrigated with bacitracin irrigation solution and packed with 2¿ gauze. The patient tolerated the procedure well. A dry dressing was placed. She was transported to recovery in stable condition.¿ (B)(6) 2001: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2001 incision and drainage of abdominal wall abscess was not provided.] (B)(6) 2003: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia and partial small bowel obstruction. Postoperative diagnosis: same as above. Operation: exploration of abdomen. Lysis of adhesions. Reduction and repair of giant ventral incisional hernia with gore-tex dual mesh plus (19 cm x 15 cm) and intermediate closure (30 cm). Drains: jackson-pratt drain x three. Complications: none. Procedure: ¿under general endotracheal anesthesia the foley catheter was placed and a ng tube. The abdomen was prepped and draped in the usual manner. An incision was made along the previous surgical scar which was essentially placed in the midline. It was carried down into the subcutaneous tissue until the hernia sac was identified. It was opened and entered. It was then opened the length of the incision and contained within the giant ventral incisional hernia was both small and large bowel. There were adhesions of the bowel to the edge of the hernia above the fascial defect which contributed to the obstruction. These were lysed releasing the bowel. Omentum was also adherent and these adhesions were lysed releasing this as well. The bowel was then able to be reduced back into the peritoneal cavity. It was covered with moistened lap pads. Then the hernia sac was resected from the subcutaneous tissue, it was multiloculated after resecting it. The defect was noted to be approximately 18 x 14 cm. A portion of gore-tex dual mesh plus was brought up onto the field. It was 19 cm x 15 cm. It was then sutured securely to the fascia with multiple running sutures of #1 ethibond, the running suture was a horizontal type of suture. After completing the closure of the defect the wound was copiously irrigated and it was noted to be a tight closure tightly to the fascia, but there was no tension on the wound. Because of the significant subcutaneous dead space multiple jackson-pratt drains were placed, three in total, all inferiorly based, both lateral to the wound and inferiorly as well. They were sutured to the skin with 2-0 silk sutures securing them. An intermediate closure of the wound was performed in order to provide more tissue coverage between the skin and the gore-tex graft mesh. Multiple interrupted sutures of 3-0 vicryl were used to reapproximate the subcutaneous tissue and the dermis. After reapproximating it the incision was measured approximately 30cm in length. This incision was closed with surgical staples. Bacitracin was placed on the staples and around the drain sites. Dry dressings were placed. The patient tolerated the procedure well. She was awake and extubated and transported to recovery in stable condition.¿ (B)(6) 2003: (B)(6) hospital. Implant sticker. Dualmesh plus antimicrobial. Lot: 01687376. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/01687376) was implanted during the procedure. (B)(6) 2003: (B)(6) hospital. (B)(6). Pathology report. Accession #: (B)(4). Clin. Info/dx: ventral hernia. Test: regular. Specimen: hernia sac. Gross: received in formalin, labeled ¿hernia sac¿, is a large irregular draping of gray-pink to yellow-tan, fibromembranous and fatty tissue measuring 42.5 x 13 x 2.8 cm. Representative sections. Diagnosis: soft tissue, ventral region, repair: fibroadipose and membranous tissue showing focal mild chronic inflammation, vasa ectasia with congestion and dense fibrosis, consistent with hernia sac. (B)(6) 2003: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: abdominal abscess. Postoperative diagnosis: same. Operation: CT guided drainage of abdominal abscess. Procedure: ¿the skin over the abscess was sterilely prepared and anesthetized with 1% lidocaine. Using CT fluoroscope guidance, a #22 gauge needle was advanced into the abscess. Pus was aspirated. Subsequently, the tract was dilated and a #14 french catheter was placed into the collection, which was completely drained of its purulent contents. This was sent for culture. The patient tolerated the procedure well.¿ (B)(6) 2003: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2003 procedure was not provided.] (B)(6) 2003: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: infected seroma of abdominal wall. Operation: hickman catheter placed, left subclavian vein. (B)(6) 2003: (B)(6) hospital. Nicholas craig, md. Operative report. Preoperative diagnosis: abdominal wall abscess. Infected gore-tex tissue patch. Postoperative diagnosis: same. Operation: drainage of abdominal wall abscess and removal of infected gore-tex tissue patch. Complication: none. Procedure: ¿under general endotracheal anesthesia, the abdomen was prepped and draped in the usual manner. The previous periumbilical midline incision was opened and approximately 300 cc of purulent material was evacuated. Cultures were taken. After irrigating, it was noticed that the tissue patch was loose and sitting in the middle of this infected material. Sutures were cut and the patch removed. The sutures were removed as well. There was no evidence of any underlying bowel injury. The cavity was then irrigated copiously with bacitracin irrigation solution and packed with kerlix rolled gauze soaked in bacitracin irrigation solution. Dry dressing was placed. The patient tolerated the procedure well, was awake and extubated and transported to recovery in stable condition.¿ (B)(6) 2003: (B)(6) hospital. (B)(6). Pathology report. Accession #: (B)(4). Clin. Info/dx: hx incisional hernia repair/abdominal abscess. Test: regular. Specimen: infected gortex patch. Gross: received in formalin, labeled ¿infected gortex patch¿, is a an irregular shaped gortex patch, measuring 15.5 x 13x 0.2 cm in greatest dimensions. Along the periphery, it is tagged by multiple pieces of green suture material. Gross only. Diagnosis: gortex patch, gross. (B)(6) 2003: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2003 procedure was not provided.] (B)(6) 2003: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: status hickman catheter. History of methicillin resistant staphylococcus aureus infection. Postoperative diagnosis: same as above. Operation: removal of hickman catheter. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2003, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected seroma on (B)(6) 2003; removal of infected mesh, abscess and drainage on (B)(6) 2003. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following possible complications among others: ¿complications which may occur include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.